Event description:
User reports that on a 90 day post op follow up examination x-rays show one broken screw in the spinal fusion supplemental fixation construct.

Manufacturer narrative:
User report to distributor. 63 yo male underwent spinal fusion procedure. Broken pedicle screw in supplemental fixation construct identified during 90 day post op examination. Patient asymptotic. User plans to leave the screw implanted and monitor at this time. No device returned for the investigation. No additional product information provided. Will provide supplemental report if additional information becomes available or if surgeon determines revision is necessary in the future. No root cause determination could be made based on information available.